Event description:
It was reported that the patient was in the hospital and has ventricular tachycardia which was not being treated by the implanted device. The caller was wondering if the device could be programmed over the telephone. The device is still in use. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.